Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscopic camera manipulator (ecm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, endoscope camera manipulator (ecm) moved with unintuitive motion. It was stated that the black ring that holds the camera head turned by itself. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced endoscope camera manipulator (ecm) arm involved with this complaint and completed the device evaluation. Visual inspection of the ecm arm identified that the camera ring bearing was defective. This confirms the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 23-aug-2023, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the camera arm moved during the procedure. After repeated handling, a point of stability was located and used to allow the procedure to continue. The reporter was unable to say if there were any involuntary, uncontrolled movements of the endoscope, arms, or instruments observed. Intuitive surgical, inc. (Isi) has received the component involved with this event, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis testing has been completed.